Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddmb1d4 ICD, implanted: (B)(6) 2016. (B)(4).

Event description:
Ten days post implant it was reported that the patient returned to the clinic not feeling well. Upon interrogation by clinic staff it was noted the lead¿s thresholds increased rapidly over those ten days, were unstable, and are now high. And the lead exhibited low impedance as the lead¿s impedance had markedly decreased in those ten days. It was also noted that a rvtip to rvcoil lead impedance warning was triggered. The physician suspected that the right ventricular (rv) lead perforated the myocardium. The patient was admitted to the hospital where hemothorax was noted and a chest tube was place. It was also noted that the patient had tamponade from perforation and pericardial effusion. The lead was reprogrammed for max output. The rv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.